Event description:
As reported by our (B)(4) affiliate, when closing the apical access site in a transapical tavr procedure, tears occurred in the sheath access site and left ventricle (lv) myocardium with subsequent bleeding associated. The access site was obtained by soft tissue retractor and traction suture was placed in the pericardium. The suture for the apical cannulation was placed. Bleeding from the needle hole was noted but it was treated by compression hemostasis. Following the insertion of the ascendra+ sheath, bav was performed and a 23mm sapien xt was successfully implanted. The sheath was withdrawn under rapid ventricular pacing (rvp). When the suture in the apical site was pursed, the myocardium was torn at the sheath access site. Severe bleeding occurred and the patient became hypotensive. A fogarty catheter was inserted into the hole created by the myocardial tear and hemostasis was attempted by the intracardiac balloon inflation. The area around the fogarty catheter was sutured, reducing the bleeding and the bp recovered to 144/44mmhg. Tachosil was used for the bleeding site. It was reconfirmed that no issue was found around the aortic valve and the aorta by tee. The bleeding amount at this point was about 1,200ml by using a cell saver; about 400ml of it was given back to the patient. While closing the site, the bp dropped to the 30¿s mmhg. The patient was administered vasopressor and a lot of red cell concentrates and frozen fresh plasma. The skin incision was then extended and the lv bleeding site was found. The bp went down to 48mmhg. Priming of cardiopulmonary bypass was completed. Tachosil was placed in the bleeding site and compression hemostasis was initiated. The bleeding amount at this point was about 1,900ml by using cell saver; about 550ml of it was given back to the patient. The bp was kept in the 60¿s mmhg to control bleeding, which was almost stopped. An echocardiologist pointed out that lv movement was getting worse, so cardiac massage was performed and intra an aortic balloon pump (iabp) was started. Hypotensor was given to the patient to stabilize hemodynamics, and the bp stabilized to 132/49 mmhg. A bovine pericardial patch was placed in lv with fibrin glue. The chest was lavaged and no bleeding was observed. A 24fr chest drainage tube was inserted and the site was closed. The patient was transferred in stable condition to recovery.

Event description:
As reported by our japan affiliate, when closing the apical access site in a transapical tavr procedure, tears occurred in the sheath access site and left ventricle (lv) myocardium with subsequent bleeding associated. The access site was obtained by a soft tissue retractor and traction sutures were placed in the pericardium. The suture for the apical cannulation was placed. Bleeding from the needle hole was noted but it was treated by compression hemostasis. Following the insertion of the ascendra+ sheath, bav was performed. Prior to deployment of the 23mm sapien xt, the arterial blood pressure (abp) was in the 90¿s mmhg. Post deployment, abp dropped to the 30¿s to the 40¿s mmhg. Since no effusion was observed by tee, it was decided to wait for spontaneous recovery of abp. Abp returned to the 80¿s mmhg spontaneously, and the sheath was withdrawn under rapid ventricular pacing (rvp). When the suture in the apical site was pursed, the myocardium was torn at the sheath access site and severe bleeding occurred, resulting in hypotension. A fogarty catheter was inserted into the myocardial tear, and hemostasis was attempted with intracardiac occlusion balloon inflation. The area around the fogarty catheter was sutured, reducing the bleeding and the bp recovered to 144/44mmhg. The fogarty catheter was removed and the area was closed with bioglue. It was reconfirmed that no issue was found around the aortic valve and the aorta by tee. The bleeding amount at this point was about 1,200ml by using cell saver; about 400ml of it was given back to the patient. While closing the site, the bp dropped to the 30¿s mmhg. The patient was administered vasopressors and blood products. The skin incision was then extended and another apex injury of the lv myocardium was found; not related to the access site tear. The bp dropped to 48mmhg. Priming of cardiopulmonary bypass was completed. Tachosil was placed in the bleeding site and compression hemostasis was initiated. The bleeding amount at this point was about 1,900ml by using cell saver; about 550ml of it was given back to the patient. The bp was kept in the 60¿s mmhg to bleeding was almost stopped. An echocardiologist pointed out that lv movement was getting worse, so cardiac massage was performed and intra aortic balloon pump (iabp) was inserted. Hypotensor was administered and the bp stabilized to 132/49 mmhg. A bovine pericardial patch was placed in lv with fibrin glue. The chest was lavaged and no bleeding was observed. A 24fr chest drainage tube was inserted and the site was closed. The patient was transferred in stable condition to recovery. The physician mentioned that the apex seemed to be weak/fragile, because the bleeding occurred when he stitched the apical site.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the access site complications and ventricle injury is unknown; however, it is possible that patient¿s cardiac tissue was friable due to her advanced age ((B)(6)) and pre-existing comorbidities. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.